Event description:
Unomedical reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported that patient had very low blood gluscose level. The blood glucose level was 04 mg/dl at the time of event and patient was suffering from coma. Patient was hospitalized due to this. No further information available.

Manufacturer narrative:
Patient country: united kingdom. Patient city: (B)(6).